Event description:
Healthcare professional reported unknown side "significant increase in breasts." Healthcare professional additionally reported "pain," "seroma and spontaneous percutaneous drainage," "simple cyst," "stromal fibrosclerosis," and "undulating contours, with accommodating folds" against right side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "seroma-late" and "drainage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and drainage.

Event description:
Healthcare professional reported unknown side "significant increase in breasts." Healthcare professional additionally reported "pain," "seroma and spontaneous percutaneous drainage," "simple cyst," "stromal fibrosclerosis," and "undulating contours, with accommodating folds", intracapsular rupture, recall, capsular contracture baker grade IV against right side device, inflammatory aspect. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.